Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. When checking the system, no noise was able to be reproduced. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.